Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 142 mg/dl. The customer had a problem with the reservoir when he put insulin in it. The customer stated that he taken the blue thing off and put it back on. The customer was able to get it to work with another reservoir. The customer will be sent a replacement reservoir.